Manufacturer narrative:
Country of origin - (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used prior to a procedure. It was reported that that the application logged out suddenly during the accuracy check on the navigation screen. The issue was resolved by restarting from the menu. The procedure was completed successfully. There was no impact to the patient.